Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a slightly tortuous and severely calcified mid lad lesion exhibiting 85% stenosis. No damage noted to device packaging or issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. The lesion was pre-dilated . During the procedure the device did not pass through a previously deployed stent. Resistance was encountered during delivery and excessive force was used. It was reported that after trying to unsuccessfully deliver the stent to the lesion, the stent was removed. Upon inspection it was noted that the stent may have become dislodged from the balloon. The physician commented that the stent was observed to by roughed up on the end and not centered on the balloon after removal due to no cross. Another resolute was used to progress the case. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.